Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 500 mg/dl at the time of incident and 151 mg/dl. The customer addressed it by taking both manual injection and bolus through insulin pump. The customer also reported that the insulin pump was under delivery despite of passing the self test. The insulin pump will be and reservoir will not be returned for analysis.